Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 869763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), dermatitis allergic ("allergy: rash/skin condition"), fatigue ("fatigue,"), alopecia ("hair loss"), migraine ("migraines,") and skin disorder ("skin disorder"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, dyspareunia, abdominal pain, menorrhagia, dermatitis allergic, fatigue, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, dermatitis allergic, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and skin disorder to be related to essure. The reporter commented: essure insertion details: the essure devices were placed in standard fashion into the bilateral ostia with visible coils showing within the endometrial cavity- right & left- 03coils each. The patient tolerated the procedure well without any complications. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified). Pregnancy test - on (B)(6) 2011: negative. ¿concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: "pelvic pain ". Lot number: 869763 manufacturing date: 2011-06 expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc.(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 869763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), dermatitis allergic ("allergy: rash/skin condition"), fatigue ("fatigue,"), alopecia ("hair loss"), migraine ("migraines,") and skin disorder ("skin disorder"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, dyspareunia, abdominal pain, menorrhagia, dermatitis allergic, fatigue, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, dermatitis allergic, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and skin disorder to be related to essure. The reporter commented: essure insertion details: the essure devices were placed in standard fashion into the bilateral ostia with visible coils showing within the endometrial cavity- right & left- 03coils each. The patient tolerated the procedure well without any complications. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified). Pregnancy test - on (B)(6) 2011: negative. ¿concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: "pelvic pain ". Most recent follow-up information incorporated above includes: on 13-aug-2020: medical records received. Essure lot number was added. This case is medically confirmed. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2001, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), rash ("allergy: rash/skin condition"), fatigue ("fatigue,"), alopecia ("hair loss"), migraine ("migraines,") and skin disorder ("skin disorder"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, dyspareunia, abdominal pain, menorrhagia, rash, fatigue, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, rash and skin disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test(s) (unspecified). Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received: case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events: abdominal pain, pelvic pain, dyspareunia, menorrhagia, rash, fatigue, hair loss, migraines, headaches. Patient demographic added, essure insertion date updated and removal date added, essure indication updated. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.